Event description:
It was reported that the patient's right hip was revised due to dislocation of a competitor femoral head with the poly liner. The liner was revised to a constrained liner.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient ostensibly had a well-functioning right cement less total hip arthroplasty but then sustained a fracture of the femur below the tip of the stem. The patient already had a competitor total knee arthroplasty in place. An open reduction and internal fixation was carried out but this resulted in a nonunion with breakage of screws and pull away of the plate. The patient subsequently required a total femoral replacement and then sustained a dislocation of the hip which required insertion of a constrained liner. I can confirm that the patient had a primary right total hip arthroplasty and prior surgery with plate and screws which appears to be for a mid-shaft femoral fracture below the tip of the stem. I have only a single x-ray showing what I described. I have no documentation of further procedures regarding x-rays, office notes or operation notes. Causes of these events are multifactorial and the root causes cannot be determined with certainty. The patient did sustain a fall which resulted in a fracture of the femoral shaft below the tip of the stem. This would definitely be the cause of the fracture itself. Failure of fixation is multifactorial including surgical technique, patient bone quality issues, patient activity level and bmi. Screw breakage is not uncommon when internal fixation fails and in my opinion is not necessarily the fault of the screw but rather the technique of fixation and stability of the fracture. The cause of nonunion is also multifactorial including surgical technique, local bone factors and postoperative compliance with weight bearing, etc. I have no x-rays which would allow me to comment on the need for a total femoral prosthesis. The causes of dislocation a few days following hip arthroplasty are almost always iatrogenic meaning that there was most likely failure to restore the proper soft tissue tension to the thigh muscles and possibly impingement may have occurred. Without x-rays or other diagnostic tools, I cannot comment on the root cause of the dislocation with certainty." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to dislocation of a competitor head from a stryker poly liner. A clinician review of the provided medical records was unable to confirm the event as no records pertinent to the dislocation event were provided. The review indicated the following: "the causes of dislocation a few days following hip arthroplasty are almost always iatrogenic meaning that there was most likely failure to restore the proper soft tissue tension to the thigh muscles and possibly impingement may have occurred. Without x-rays or other diagnostic tools, I cannot comment on the root cause of the dislocation with certainty." Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned